Event description:
Had essure placed in 2016 after having a son. Had it checked all was well. Since then have horrible back pain, went to chiropractor numerous times, ended up having multiple attacks and found out I had a huge gallstone. Had gallbladder removed, which relieved some back pain but not all, have horrible heartburn all the time from anything, get headaches all the time, painful intercourse and periods, hair falling out, anxiety/mood swings, hot flashes, tired all the time but trouble sleeping, clumsy, light headed, new allergies/sensitivity.